Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had several non_functional keys. A technical support specialist (tss) investigated, and keyboard driver was uninstalled, and the device was rebooted, after which the driver reinstalled automatically. The user tested the device and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half of the keyboard keys were non_functional. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.